Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A full examination of the pump could not be conducted because the device was not returned for analysis. A correlation between the device and the reported event could not be determined. The instructions for use lists stroke as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received pt outcome info indicating that the pt expired. The cause of expiration was noted to be cerebrovascular accident (cva). No further info is available at this time.